Event description:
Related manufacturer reference number: 1627487-2019-06775.additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads resolving the issue. Reportedly, stimulation was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned cut into two pieces. Microscopic inspection identified a cam impression mark in the lead body follow by a kink where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Related manufacturer reference number: 1627487-2019-06775.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06775. It was reported the patient experienced inadequate therapy output. Diagnostics revealed high impedance on several contacts. In turn, surgical intervention may take place at a later date to address the issue.